Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was performed and the insulin exited. Explained to the customer that the pump is operating as designed and does not need to be replaced. Instructed the customer to change the set and use manual injections as per md protocol.